Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, stored episodes of atrial noise causing auto mode switch were noted. The physician suspected lead fracture. All electrical values were good and stable. No intervention was performed. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.